Manufacturer narrative:
(B)(4). Batch # p5571z.. Device evaluation: the analysis results found that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was received with the cartridge shroud damaged, and had the 6 most proximal drivers up and the swing tab was noted to be detached and missing, making the reload nonfunctional. In addition cartridge b was received, fully fired with the swing tab in locked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event. When the device was "not able to cut or staple", had the device partially fired (the device began to staple and cut but then jammed)? Were the staple line and cut line equal in length? Was there any patient consequence as a result of the device being cut off bowel to remove it? How was the procedure completed?

Event description:
It was reported that during a laparoscopic right partial colectomy procedure during anastomosis the device would not cut nor staple. The device was removed by cutting bowel around the stapler delaying the procedure approximately 30 minutes. It is unknown how the procedure was completed. There were no patient consequences reported.